Event description:
It was reported the customer was experiencing low blood glucose. The customer stated her blood glucose would be at 83 mg/dl and it would drop to around 60 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer also stated the reservoir was showing the same amount of insulin as shown on the status screen. The customer also reported that she was taking medication to help her sleep. The customer was advised to consult with her healthcare provider to see if the medication could affect her blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).